Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motion sensor test failure alarm and a depleted battery alarm. Customer's blood glucose was unknown. Customer was assisted in performing the displacement test, the test was unable to complete due to the device was unable to go back to the main menu when the act button was pressed. Buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test and no error alarm was noted. The pump was received with intermittent button response due to an unlocked lcd keypad connector. The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during a bolus delivery. An e70 alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other alarms due to the motor error alarm. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a cracked belt clip slot, and a scratched reservoir tube window.